Manufacturer narrative:
(B)(4). Event date: sometime in 2017. Explant date: sometime in 2017. Concomitant medical products: unknown head ¿ unknown part and lot, unknown stem ¿ unknown part and lot, therapy date: sometime in 2017. Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09952.

Event description:
It was reported that approximately 10 years post implantation, patient underwent analysis of plasma levels of cobalt and chromium. Within the next year patient underwent a revision due to elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.